Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation 1 unit of lot c2058558 of echo-hd-3-20-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. Distal end of needle examined, and kinks observed at notch of needle and approx 3.5cm from tip of needle. Remaining section of the needle connected to the hub unable to be removed from the device. Needle observed to be broken below the sheath extender. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2058558 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077) image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Based on the available information, the possible root cause could be attributed to device being over torqued during the procedure causing the needle to kink distally which most likely caused the retraction difficulties which would have potentially led to the proximal break below the sheath extender. It might have triggered the need for additional force for removing the device from scope and it could have contributed to the observed proximal break. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Event description:
When they removed the needle from the endoscope, only the sheath came out and the needle remained inside the patient. The doctor was able to remove the needle from the patient. "As per cc form": when the doctor removed the needle from the endoscope, only the sheath came out, the needle remained inside the patient and endoscope. A section of the device did remain inside the patient¿s body. The needle remain inside the patient the patient did require any additional procedures due to this occurrence. Dr. Was able to remove the needle with different products. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: handle. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? Yes. 15. Did the patient require any additional procedures as a result of this event? Yes. 16. What intervention (if any) was required?. Forceps. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle retraction. 24. Was the syringe used during the procedure, after the stylet was removed? Yes. 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? 30. Did any section of the device detach inside the patient? Yes. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.